Event description:
The customer initially reported to olympus that the evis lucera bronchovideoscope had an air/water leak at the insertion/bending part. The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the connecting tube's coating was peeling (more than 1mm squared).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; waterproofing was not possible due to a cut in the bending section cover. In addition to the coating peeling from the connecting tube (more than 1mm squared), the evaluation findings are as follows: the insulation resistance of the leading edge does not meet standard value due to the cut on the bending section cover, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the charged coupled device lens was scratched, due to a scratch on the charged coupled device lens, the screen was partially dark, the light guide lens was cracked, the electrical connector was corroded by water leakage, the grip buoy was deformed, the universal cord was crushed, and the connecting tube was crushed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely coating peeled at the insertion section due to physical stress on the insertion section; such as rubbing or hitting the insertion section, chemical stress from reprocessing not recommended in the instructions for use (ifus) or stress of an inferior storage environment. However, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: labeling: IFU (operation manual) warns against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns on non-recommended reprocessing. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns on bad storage environment. The storage cabinet must be clean, dry, well-ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.